Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was currently in the hospital for high blood glucose levels. Her blood glucose at the time of incident exceeded 500 mg/dl. The patient did not report any symptoms of high blood glucose. The customer went to bed without checking her blood glucose and took a shot for multiple sclerosis which elevates her blood glucose as a side effect. 911 was called and she was first admitted into the ICU, and now she is in a regular room since her blood glucose levels have since stabilized; her current blood glucose is 106 mg/dl. Additionally, the customer tried to deliver a bolus but a circle appeared on the screen and then the pump suspended. The customer stated that the hospital changed her settings but the issue was resolved during the phone call. No products were shipped or returned.